Manufacturer narrative:
(B)(4)

Event description:
The pump was explanted on (B)(6) 2016 and is not available for return.

Manufacturer narrative:
Device evaluation: the returned pump was subjected to visual inspection as well as functional and electronics testing. The evaluation determined that the electronics module was not operating normally. Based on the investigation, the reported event was confirmed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient began to experience symptoms that may be related to an allergic reaction including hives, swollen lips, and itchy hands, feet and throat shortly after pump implantation. The patient also developed a seroma that required re-suturing of the pump pocket. It will be later determined if the pump will be explanted.